Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. (B)(4). Physio-control evaluated the device and was able to verify the reported issue occurred but was unable to duplicate the issue through testing. Physio replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that during an event, their device lost power while monitoring a patient. The customer indicated that once the device lost power, they attempted to power the device back on; however the device then promptly lost power again. The customer indicated that the patient was only in need of monitoring and no defibrillation therapy was required. They also indicated that a backup device was used approximately 4-5 minutes following the reported issue. No additional information regarding the patient or the event was reported. The patient did not suffer any adverse outcome as a result of the event.